Event description:
It was reported that the patient was experiencing chronic neck and arm pain. The patient underwent a revision procedure wherein the ipg and two leads were replaced. Two thoracic leads were implanted and one cervical lead was added for the increasing pain. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: (B)(6).